Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent battery signal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
Review of the device data logs during resmed evaluation, revealed an astral device displayed a total power failure alarm with a sufficiently charged battery. There was no patient harm or serious injury reported as a result of this incident.